Manufacturer narrative:
A review of the DHR demonstrated that the mid-c system was manufactured, tested, and released according to apifix specifications. The patient was treated against the device indications for use. The patient had a rigid curve as indicated by her lateral bending of 36° (while the apifix upper limit is 30°). In addition, the surgery was performed using a minimal invasive approach (mis), which is again not in line with apifix surgical technique guide. Two contributing causes can be linked to the device breakage: insufficient tissue removal below the implant - using mis approach it is very challenging to verify that the surface below the implant is sufficiently clear from any kind of tissue. At the location of the fracture load applied by the transverse process or any other hard tissue, below the implant may lead to rod breakage. For this reason, the use of the mis technique is not recommended by the company and the surgical technique instructs to perform the surgery with an open midline incision. Trauma caused by patient involvement in a high-speed car accident. Risk assessment: at the time of this event ((B)(6) 2020), the rate of implant breakage as a result of trauma is 0.49%. The overall failure rate for this category as defined in the company clinical evaluation rev r, an implant for any reason is 6.50%, which is well within the rate reported in the literature ( 0.2%-15.5%) ( cer dms-727 rev r). The risk of the broken rod has been assessed and found to be acceptable (dms#777 rev q1 hazard ID 1.8).

Event description:
Two years follow up x-ray indicating of implant breakage.